Event description:
It was reported that an journey insert was implanted in the primary surgery on (B)(6) 2007. A revision surgery was performed due to the post of the insert broke off inside the patient. The revision surgery was performed on (B)(6) 2021.

Manufacturer narrative:
H3, h6:the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the 77yr old patient underwent a revision approximately 13.5 years post implantation due to the ¿post of the insert broke off¿. Reportedly, the patient was ¿doing good after surgery¿; however, s+n has not received patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond the reported insert revision could not be determined, although the patient was reportedly ¿doing good after surgery¿. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.